Event description:
The call originated in (B)(6). Customer complained about motor error during rewind process. There were motor error alarms in the alarm history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the call originated in china. Customer complained about motor error during rewind process. There were motor error alarms in the alarm history. Nothing further reported.